Event description:
While using a byte day aligners, patient reported that their aligner is cutting into their gums and on the side of their tongue. They have filed but it didn't help much. They have used the wax on the spots and it seems to relieve some of the discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.